Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. Additional device product code is hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review did not reveal any complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 95mm non sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the helical blade migrated postoperatively. On (B)(6) 2016 the patient was treated with a trochanteric fixation nail (tfn), helical blade and distal screw for a left intertrochanteric femur fracture. Subsequently, the helical blade migrated into the pelvic bone. On (B)(6) 2016 the helical blade was explanted. The patient was revised to a shorter 11mm lag screw; the original nail and distal screw remain implanted. There was no surgical delay or additional medical intervention reported. The surgery was successfully completed and patient's postoperative outcome was reportedly stable. This report is 1 of 1 for (B)(4).